Event description:
It was reported while using bd vacutainer® urine analysis preservative tube, an unspecified number of samples were underfilled. Customer indicates when tubes are inserted into the integrated transfer port of the blue vacutainer urine container, the flow stops before reaching the minimum line. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-jun-2025. Investigation summary: bd received 100 samples for investigation. Upon inspection, no issues were identified in the 100 returned samples. Functional tests were performed on 10 of these samples, and all tubes were found to be within specification limits. Additionally, 100 retained samples were inspected and no visible defects were found. Functional tests were also conducted on 10 retained samples, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® urine analysis preservative tube, an unspecified number of samples were underfilled. Customer indicates when tubes are inserted into the integrated transfer port of the blue vacutainer urine container, the flow stops before reaching the minimum line. There was no health impact or consequences reported.